Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock for an atrial driven rhythm. The inappropriate therapy was a result of atrial undersensing, which caused the ventricle rhythm to be greater than the atrial rhythm. In this instance, the onset and stability programming criteria for treatment was fulfilled. The shock converted the arrhythmia. The health care professional (hcp) inquired on the appropriateness of rhythmid for this patient. Ts reviewed the reports, provided their insight regarding rhythm ID, and provided reprogramming options for this device. The device remains in use. No additional adverse patient effects were reported.